Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found helix was bent due to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event for high pacing impedance was not confirmed.

Event description:
It was reported the asymptomatic patient presented implant of the atrial lead. During the procedure high pacing impedance measurements were observed. A replacement lead was used to successfully compete the procedure. Patient was stable.